Event description:
Patient presented to the physician with redness around the neck incision site and abnormalities at the chest incision site. Upon evaluation, the physician noted potential cellulitis or infection and prescribed the patient oral antibiotics.